Event description:
It was reported that the bed exit failed to alarm and a patient fell and suffered an unspecified injury.

Event description:
It was reported that the bed exit failed to alarm and a patient fell and experienced fresh bleeding at the site of a recent amputation as a result. The bleeding was treated with bandages. The customer attributed the lack of an audible alarm to use error.

Manufacturer narrative:
The completed investigation identified that this incident resulted in a minor rather than serious injury.